Event description:
Event description guidant received information that this patient was hospitalized due to dizziness. At that time, no pacing was observed and therefore the ventricular output was temporarily reprogrammed to re-establish therapy. The following day, during device manipulation, no pacing/no capture was observed again. The physician suspected a lead malfunction and the ventricular lead was removed from service. A new ventricular lead was implanted and appropriate measurements were confirmed with a pacing system analyzer (psa). Additionally, the physician elected to explant the patient's pacemaker during this procedure. The patient received a new device and ventricular lead without further incident.